Manufacturer narrative:
The customer reported complaint was confirmed during archive review and initial functional testing. The defective encoder was replaced to remedy the reported issue, after which the platform passed all the final testing. No physical damage was noted during visual inspection. Review of the archive data review indicated multiple error message ua 45 around the reported event date. During the initial functional testing, the platform was displaying error message ua 45 intermittently. The encoder was found to be defective. The autopulse platform is a reusable device and was manufactured in 2011 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of related complaints for autopulse sn (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported during shift check, the autopulse platform (sn: (B)(4)) displayed error message user advisory (ua) 45 (not at "home" position after power-on/restart) during training. The customer tried multiple times to rest the platform to the home position and power cycle the unit; however, the error message persisted. No patient involvement was reported.